Event description:
It was reported that the device was sent in for repair. There was unknown patient involvement. The device analysis found the device to produce error code 41786, which points to a faulty printed wire assembly (pwa).

Manufacturer narrative:
One device was received for evaluation. A review of the event history log found a high amount of "high alarm displayed: downstream occlusion" reports. Functional testing found the device to produce error code 41786, which pointed to a faulty printed wire assemble (pwa). The reported problem was unable to be duplicate as no specific problem was reported. The downstream occlusion (dso) seal and the pwa were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.